Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested reprocessing in-service for endoscope reprocessor. An olympus endoscopy support specialist (ess) visited the customer and noted that the oer-4/endoscope reprocessor was being used with the evis exera lll gastrointestinal videoscope during the in-service. The oer-4/endoscope reprocessor disinfection process was not performed with acecide but was operated using functional water selected by the facility at their discretion. The washing machine was being used in a non-recommended reprocessing procedure. Rinsing with detergent, disinfecting with functional water, and rinsing with the subject device (prepared by adding water to a bottle of "acecide supplement," the acecide was delivered when the informant called a few months ago and was also used during the previous visit (time details unknown). This event occurred in the reprocessing of the scope after treatment. There were no reports of patient harm associated with this event. This complaint is related to patient identifier (B)(4) (oer-4/endoscope reprocessor/sn: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.